Event description:
(B)(4). Same patient as MDR ID: 2134265-2012-05323. It was reported that subsequent to a stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented with silent ischemia in (B)(6) 2011 and underwent a cardiac catheterization procedure which revealed 2 target lesions. The first was a 80% stenosed lesion located in the obtuse marginal artery with a reference vessel diameter of 2.70mm and a lesion length of 25mm. Direct stenting was performed with a 2.75x32mm taxus element stent, resulting in 0% residual stenosis. The second was a 70% stenosed lesion located proximal left circumflex artery with a reference vessel diameter of 3.00mm and a lesion length of 12mm. Direct stenting was performed with a 3.00x16mm taxus element stent, resulting in 0% residual stenosis. On the day after the procedure, the patient experienced a troponin level elevation and a myocardial infarction was diagnosed. An echocardiogram was performed and no ischemic symptoms were present. No other action was taken to treat this event. The patient was discharged later that day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).